Event description:
It was reported the patient was hospitalised on (B)(6) 2026 with hyperglycaemia. The patient was not wearing a pod at the time of the event ass they reported not being able to log in to their controller or reset their password. The patient did not report using any back-up methods of insulin delivery. Blood glucose values were not reported, and the patient did not receive any other diagnosis. The patient was treated with insulin whilst hospitalised and was discharged the following day on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.